Event description:
It was reported that the patient presented in clinic feeling lightheaded. Upon review, it was discovered that the pacemaker exhibited several rnrvas episodes, some prior to the patient going into afib and the avd was longer than the programmed avd prior to mode switching. Programming changes were performed. The patient was in stable condition.